Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis. The customer's blood glucose was 232 mg/dl at the time of hospitalization. The customer's blood glucose was 192 mg/dl at the time of call. The customer stated that they were unconscious. The customer reported that the emergency medical services came. The customer stated that they were given fluids to treat the blood glucose. The customer stated that they were wearing the insulin pump during hospitalization. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The stop (idle) current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and unexpected restart error. Device uploaded properly using care link. Device communicated properly with the mini link transmitter and the glucose sensor simulator. No device or sensor transmitter communication anomaly or calibration anomaly noted. Device had minor scratched display window, cracked display window, cracked case at display window corner, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and a stained end cap sticker.